Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy of the right ventricular (rv) lead. It was noted that the rv lead had oversensing caused by noise, which inhibited pacing in a pacemaker dependent patient. It was also noted that the right atrial (ra) lead had noise seen on the atrial electrograms (egm) channel. The rv lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.